Event description:
It was reported that an altitude alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer declined troubleshooting with tandem technical support, and additional information could not be obtained.